Manufacturer narrative:
The implant date was noted as sometime in 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that there was a decubitus on the implantable neurostimulator (ins) pocket. It was unknown if there was any environmental/external/patient factors that may have led or contributed to the issue. The ins was explanted because of an erosion of the skin at the ins pocket.